Manufacturer narrative:
The insulin pump passed displacement test and rewind test. A compromised force sensor system alarmed during basic occlusion test due to protruded drive support disk. The pump was received with minor scratches on lcd window, cracked case at display window corner, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads.

Event description:
The customer reported via phone call of a compromised force sensor system alarm from the insulin pump. The customer's blood glucose reading was 233 mg/dl. The customer stated that insulin was squirting out during the manual prime process. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flush. The customer reported the drive support cap to appear protruded. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.